Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, (B)(4), implanted: (B)(6) 2009, product type: lead, product ID: 3777-60, (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined. The rep reported that the leads were going to be replaced. The rep reported that the high impedances/no stimulation hasn¿t been resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (hcp, rep): information was received from a health care professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that all impedances over 10,000 except 0, 6, 7, 8. Patient felt no stimulation when programmed those electrodes. Patient states fall a couple months ago, unsure of the date. No diagnostics/troubleshooting was performed and no interventions were planned. It was unknown when the event occurred. Hcp had no further information. Patient's weight was asked but unknown. It was also reported that the product was going to be replaced in future. No further complications were reported/anticipated.